Event description:
Opened the stem to use and the end of the stem had punctured through the sterile package. The surgeon wasn't going to use it. Surgery was extended 30 minutes while a courier delivered a different stem.